Event description:
Customer alleged discrepant blood glucose results of 40 mg/dl and 220 mg/dl when testing was performed back-to-back within 7 minutes on the advantage system. Customer reported having no symptoms. Customer reported taking 20 units humalog 75/25 insulin based on the 220 mg/dl result. Customer alleged he lost consciousness; emts were summoned. Customer stated blood glucose was 31mg/dl as measured by the emt's meter. Customer was treated with IV (contents unknown) and taken to hospital where he was treated with IV (contents unknown) and food. Customer stated was discharged later the same day. A request was made for the return of the suspect device and replacement product was sent.